Manufacturer narrative:
Results: a sample was returned for microscopic and ftir evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: unconfirmed. Discoloration only, ftir proved same composition as untainted areas. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that brown smears were attached to luer part of push button bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in. There was no report of injury or medical interventions.